Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6), 2011. According to the complainant, during the procedure, they attached the clip to the target site (ampulla) however, the clip would not release from the catheter. The physician was able to manipulate the clip off the mucosa with no damage to the tissue. The clip fell into the patient in a closed state and was not retrieved. The physician reported the scope was not in a retroflex position however it was in a torque position. It was also reported that there was a 1 to 5 minute delay due to this event. The case was completed with a competitor's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.